Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a blank display with a (B)(6) anomaly alarm. Customer's blood glucose was 159 mg/dl. During troubleshooting, screen returned with battery change. Customer was advised that battery cap would be sent as a courtesy. No further information provided.